Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver was found fractured during a routine inspection. Therefore there was no surgical or patient information provided.

Event description:
It was reported that the tip of the driver was found fractured during a routine inspection. Therefore there was no surgical or patient information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Potential cause a full investigation of the cause and contributing factors of this event as well as the quarterly update to this risk evaluation assessment can be found in etm-00427. Labeling was reviewed in this etm and found to be adequate. Complaint history a complaint search was performed and documented in the attached etm. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.